Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill) [device issue]. Novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate [device delivery system issue]. Hyperglycemia and she was hospitalized (her blood glucose level was above 500) [hyperglycaemia]. Case description: study ID: (B)(6) -novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index(bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill)(device component issue)" with an unspecified onset date, "novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate (inaccurate delivery by device)" with an unspecified onset date, "hyperglycemia and she was hospitalized (her blood glucose level was above 500) (hyperglycemia)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard penfill (insulin human, insulin isophane) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported). On an unspecified date, reporter complained that his wife's novopen 4 had a problem pushing the insulin (the piston rod was distant from the penfill), which made the injection of dose inaccurate, and this led to hyperglycemia. Patient was hospitalized (hospitalization details was not reported) with blood glucose level (blood glucose) reported above 500 (unit and value not reported). Batch numbers of novopen 4 and mixtard penfill were requested. Action taken to mixtard penfill was not reported. The outcome for the event "novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill) (device component issue)" was not reported. The outcome for the event "novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate (inaccurate delivery by device)" was not reported. The outcome for the event "hyperglycemia and she was hospitalized (her blood glucose level was above 500) (hyperglycemia)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Reporter's causality (novopen 4) - novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill) (device component issue): unknown. Novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate (inaccurate delivery by device): unknown. Hyperglycemia and she was hospitalized (her blood glucose level was above 500) (hyperglycemia): unknown. Company's causality (novopen 4) - novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill) (device component issue): possible. Novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate (inaccurate delivery by device): possible. Hyperglycemia and she was hospitalized (her blood glucose level was above 500)(hyperglycemia): possible. Reporter's causality (mixtard penfill) - novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill) (device component issue): unknown. Novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate (inaccurate delivery by device): unknown. Hyperglycemia and she was hospitalized (her blood glucose level was above 500)(hyperglycemia): unknown. Company's causality (mixtard penfill) - novopen 4 had a problem pushing insulin (upon description the piston rod was distant from the penfill) (device component issue): possible. Novopen 4 had a problem pushing insulin, which made the injection of dose inaccurate (inaccurate delivery by device): possible. Hyperglycemia and she was hospitalized (her blood glucose level was above 500) (hyperglycemia): unlikely. Preliminary manufacturer's comment: 28-nov-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Company comment: hyperglycemia is assessed as listed event according to novonordisk current reference safety infor-mation on mixtard. Medical history of diabetes is a risk factor for the reported event. Information on concomitant medi-cations and illness, hospitalization details, treatment details, action taken with the suspect, past gly-cemic control details are unavailale for thororugh medical assessment. Considering the pharmaco-logical properties of the suspect, the occurence of hyperglycemia is assessed as unlikely related to mixtard. This single case report is not considered to change the current knowledge of the safety profile of mixtard.

Event description:
Case description: investigational result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Mixtard penfill - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated for the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: 16-jan-2025: the suspected device has not been returned to novonordisk for investigation. No investigation is possible since neither the sample or the batch number is available. No conclusion is reached. H3 continued: evaluation summary novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.